Event description:
The customer reported that his olympus evis exera iii xenon light source would not power on during a colonoscopy procedure. According to the initial reporter, the subject device was inspected prior to use with no abnormalities noted. Reportedly, the procedure was completed using a secondary device without any patient complications.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit wouldn't power up during testing. Additionally, the caution label was worn, and the front and rear panels were bent. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the subject device did not power on due to a power supply unit failure. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.